Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported there appeared to be a crack where the purple top piece connects with the clear plastic tube. This issue happened with a nicu nurse (kve).

Event description:
The customer reported there appeared to be a crack where the purple top piece connects with the clear plastic tube. This issue happened with a nicu nurse (kve). Per additional information provided on 28apr2025, they put in an 8fr og tube and it kept pulling back endless amounts of air. The tube was faulty. They removed the og and replaced it with another og that was not faulty. The device was discarded.